Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect anatomy. The additional xience prime ll referenced is being filed under a separate manufacturing report number. Evaluation summary: the device was returned for evaluation. Device being damaged/explanted by another device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that although the procedure was in a popliteal lesion, the xience xpedition everolimus eluting coronary stent system instructions for use states: xience xpedition is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded distal popliteal artery. Access was from both the right groin and right posterior tibia. A total of 8 xience prime stents were already placed when a 4.0 x 38mm xience prime was advanced from the right posterior tibial access, crossing 6 implanted stents. The balloon was pressurized; however, there was difficulty deflating the balloon. Under fluoro, the balloon appeared to have fully deflated. There was only one attempt made to deflate the balloon, negative was pulled and the stopcock closed and re-opened and negative pulled again. There was strong resistance when attempting to remove the balloon from the stent and the shaft separated. The proximal end of the separated portion of the shaft was at the sheath, so the sheath was removed and the separated portion, including the balloon with the stent implant still on it, was able to be pulled back through the 6 previously implanted stents. When the balloon was pulled to the access site, it could not be removed so a surgical cutdown was made and hemostats were used to remove the balloon and stent implant. After placing the 8 stents, the flow was re-established to the foot; however, after the difficulty removing the 4.0 x 38 mm xience prime, there was no blood flow to the foot. The incision was closed and it was decided the patient would be brought back to the cath lab in a couple of days. There was no clinically significant delay in the procedure. No additional information was provided. Returned goods analysis revealed a second stent was on the balloon of the stent delivery system.